Event description:
It was reported that during a laparoscopic hepatectomy, the jaws did not open after firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.